Event description:
It was reported that a patient underwent breast reconstruction surgery on an unknown date and a surgical sealant was used. Approximately, 1 to 2 weeks post operative, the patient experienced red bumps that progressed into vesicles with diffuse redness. The patient was treated with oral and topical steroids.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.